Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code - ni, expiration date - ni, initial reporter, manufacture date ¿ ni. Remains implanted.

Event description:
Patient expired twenty days post-implantation due to unknown reasons.